Event description:
This event was captured on review of the article, assessment of clinical outcomes related to early discharge after elective percutaneous coronary intervention. It was reported that data from 200 consecutive patients discharged on the day of elective percutaneous coronary intervention was collected in a prospective observational database from december 2008 to june 2011. Of the 200 patients 15 had post procedural complaints: 8 patients- minor bleeding defined in the study as hematoma less than 5 cm for femoral access (6 patients) or 2 cm for radial access (2 patients); 1 patient- non- cardiac chest pain; 2 patients- access site concerns, groin/wrist swelling, no treatment given; 1 patient- readmission for chest pain- found to be non- cardiac; 1 patient- pericarditis; 1 patient- non- cardiac chest pain; 1 patient- pseudoaneurysm. Closure devices used for femoral access patients were: proglide, angioseal, and mynx. No information was provided reporting the number or percentage of patient treated with each device. An occlusive compression bandage (tr band) was used to achieve hemostasis in the radial access patients. No device problems were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date for event estimated. Article indicates the procedures were performed from december 2008 to june 2011. Concomitant medical products: sheath: 6f, 7f; aspirin, clopidogrel, prasugrel, bivalirudin, heparin, nitroglycerin, verapamil, glycoprotein iia/iiib inhibitors. It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Assessment of clinical outcomes related to early discharge after elective percutaneous coronary intervention. Catheterization and cardiovascular interventions 81:6-13 2013. Purushothaman muthusamy, md, denise k. Busman, msn, rn, alan t. Davis, phd, and david h wohns, md, facc, fscai.